Manufacturer narrative:
Correction: at the initial evaluation, it was assumed that this was one case. However, it turned out that there were two incidents reported. For this reason, this report will be updated accordingly. Associated medwatch-report: 9610612-2020-00292 (400477392 / ba815su). Medwatch -reports (will be reported separately because it is another reported incident): 9610612-2020-00300 (400477383 / ba823su), 9610612-2020-00302 (400477406 / ba823su). Investigation results: the devices were not available for investigation. The device quality and manufacturing history records for the available lot number is on-going a supplemental report will be made as soon as the results are available. No similar incidents have been filed with products from this batch. According to the less information received and the evaluation without the affected device an exact root cause of the problem cannot be determined at this moment. According to the quality standard a material defect and production error can be excluded. Therefore the error is most probably usage related e.g. Due to improper handling or an overload sitation. For further investigation the devices are required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product carbon steel safety scalpel #15. Specifically, it was reported that there was an issue with the stability of the blade, which did not allow a precise handling. As a result the nurse cut her finger. The problem comes from the retractability of the blade. The service reports that during a surgical intervention, the blade is too flexible resulting in a lack of precision during incision, and stability. This creates a 2 to 3mm error on the incision. The blade was not kept by the service. There was no patient harm., considered a temporary impairment. Additional information was not available. The malfunction is filed under aag reference (B)(4) (cc400477391). Associated medwatch-reports: 9610612-2020-00292 (400477392 / ba815su), 9610612-2020-00300 (400477383 / ba823su), 9610612-2020-00302 (400477406 / ba823su).